Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery multiple times. The customer's blood glucose level was unknown at the time of the call. The customer stated that they believe that the insulin they were using may be expired. The customer was advised to try all remedies to resolve the no delivery issue before taking further action. The customer was sent new reservoirs.